Manufacturer narrative:
On (B)(6) 2015 12:57 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Investigation of the device is pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
"During priming prior to the surgery, it was found that a red foreign particle was flowing around the deairing cock part. The device was replaced with the same spec,same lot product from the inventory at the hospital and the surgery was continued without any problem. It seems to be a fragment of deairing cock due to the color. Filled with tap water, but no fragment was found. No adverse effects on the patient" (B)(4).

Manufacturer narrative:
(B)(4). Product was received for manufacturers investigation. A visual inspection was performed in the laboratory of the manufacturer. The red valve was carefully drawn out. Easy cracks have been detected at the red cock. A red particle was noticed during removing of the red cock. Therefore open up the filter cover with the saw will not be necessary. Failure could be confirmed. Furthermore a device history record was performed by the manufacturer. Thereby no references has been found, which are indicating a nonconformance of the product in question. As a probable cause for the red abrasion the red cock could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4)